Event description:
Pts receiving leukoreduced red blood cell units (lrbc) filtered with hemasure's leukonet prestorage leukoreduction filtration system showed signs of allergic reaction. Symptoms included one or more of the following: red, irritated eyes, joint pain, headache, malaise, photophobia, wheezing symptoms alleviated themselves within 24 hours. Reactions occur 15 minutes to 24 hours post transfusion. There have been 84 reported reactions in 65 pts.